Manufacturer narrative:
Date of event is unknown; awareness date has been used. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd¿ flu+ syringe, 0.25-1 ml var dose, 23 x 1 there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter: 1. The markings on the syringe are on many occasions either very faint -too faint to read- or completely missing. Thus they are unable to measure a dose of vaccine. Because of the way the syringes are packaged this defect cannot be seen until the syringe is removed from it sealed packaging.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 305832 and lot number 2101405. The review did reveal one quality notification. To aid in the investigation of this issue, three (3) picture samples were provided for evaluation by our quality engineer team. One picture shows a flu+ shelf-carton, another picture shows a flu+ syringe inside of the blister package, and the last picture shows the top web of the product (where the variable data is printed on the unit package). The provided pictures did not present any signs of the reported defects. Regarding the issue of scale markings, the process used to print the scale consists of a roller system in which ink is transferred to the barrel through cliches. A failure during the production process related to the scale marking process explains how this issue could have taken place; however, without the affected sample, the cause cannot be confirmed.

Event description:
It was reported while using bd¿ flu+ syringe, 0.25-1 ml var dose, 23 x 1 there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter: 2. The markings on the syringe are on many occasions either very faint -too faint to read- or completely missing. Thus they are unable to measure a dose of vaccine. Because of the way the syringes are packaged this defect cannot be seen until the syringe is removed from it sealed packaging.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: flu+. Device failure: scale marking issue.

Event description:
No additional information.